Manufacturer narrative:
No unexpected no delivery alarm or low reservoir alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that her son experienced high blood glucose. The high blood glucose was 500 mg/dl at the time of incident. The current blood glucose was 390 mg/dl. They experienced symptoms such as exhausted, nauseated and threw up. The customer was treated with bolus and injection pens for high blood glucose. Troubleshooting was performed for high blood glucose and under delivery. The customer was alleging possible pump under delivery. The insulin pump will be returned for analysis.